Event description:
It was reported that a sagittal saw attachment overheated during performance testing. The event occurred during a routine filed service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Durng performance testing, the device functioned according to specifications. Upon disassembly of the device, no problems were noted within the internal components. The cause of the device overheating could not be determined. The device was not returned to the user facility as it is not repairable once it has been disassembled.